Event description:
It was reported that deflation issues occurred. The target lesion was located in the hemodialysis fistula. A 12.0 x40, 75cm gladiator¿ balloon catheter was used to dilate the lesion. It was noted that the physician had trouble deflating the balloon. The physician eventually deflated the balloon back to the sheath. The procedure was completed with this device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that an angioplasty of the central vein was performed. A 26 encore balloon catheter inflation device and an omnipaque 300 contrast with a 30/70 contrast ratio were used. The balloon was inflated at 12 atmospheres for 30 seconds. A 20cc syringe was used to deflate the balloon and took about one minute to deflate the balloon. The balloon was removed in a normal condition and was completely removed from the patient's body.

Manufacturer narrative:
Event date: (B)(6) 2014. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).